Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to perform a stat drain on the fresenius cycler due to symptoms of pain and abdominal fullness. In additional follow-up, it was discovered the patient had been hospitalized for peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. Additional follow-up was performed with the patient¿s pd nurse. It was confirmed that the patient was having symptoms of abdominal pain and stopped her dialysis treatment on (B)(6) 2023. It was reported that the patient subsequently went to the emergency room (ER) and was found to have peritonitis. However, the patient was not admitted to the hospital. The nurse stated the patient had a pd culture obtained which grew the bacteria salmonella. The patient is being treated with intra-peritoneal (ip) ceftazidime 2 grams on an outpatient basis. The patient continues pd with the same cycler without any issues and is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the patient was at a venue that had a salmonella outbreak and attributed the peritonitis to this exposure.